Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"the product contains natural rubber latex which may causes allergic reactions" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was completely clogged and would not drain any urine.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "do not aspirate urine through the drainage funnel wall. The product contains natural rubber latex which may causes allergic reactions".

Event description:
It was reported that the catheter was completely clogged and would not drain any urine.